Manufacturer narrative:
Product event summary: one (1) pump with unknown serial number was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue and the device serial number is unknown. A service history review could not be performed since a serial number was not provided. The reported events could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, a possible root cause of the reported damage to the driveline may be attributed, but not limited, to factors such as normal wear over time, improper handling, design issues and/or exposure to uv light. A possible root cause of the reported exposed wires may be attributed to handling of the device and/or wear over time without the outer sheath present. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline cable had a new tear in the outer sheath distal to a previous repair at the driveline connector. Exposed wires were observed. The prior tape repair was attempted to be removed, but the tape was adhering to the exposed wires and torn driveline casing. The driveline cable sheath was repaired with silicone tape. The vad remains in use. No patient complications have been reported as a result of this event. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.